Event description:
Thirteen year old male with medical history of aortic stenosis and aortic insufficiency status post ross procedure using 25mm pulmonary homograft on 7/21/95. Nine months later patient required replacement of pulmonary homograft due to stenosis and distal thickening. The operative report noted. "The homograft was...found to be markedly thickened distal to the valve itself. The valve itself appeared to be entirely normal." Site did not assess relation to homograft.